Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) was ovalized in multiple locations along the entire shaft. The distal shaft and peel away sheath were ovalized. Conclusions: evaluation of the returned device confirmed that the neuron 070 was ovalized along the catheter shaft. This type of damage typically occurs due to improper handling during use. If the device is removed from the rotating hemostasis valve (rhv) without untightening the valve, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, while removing the neuron 070 from another manufacturer's rotating hemostasis valve (rhv) connector, the neuron 070 became ovalized. The procedure continued using a new neuron 070. There was no report of an adverse effect to the patient.